Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
Note: this report pertains to one of two resolution 360 clip devices that were used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the cecum during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the first clip did not detach from the catheter when deployed, resulting in a failed release. A second clip was then deployed, but it was also difficult to detach from the catheter. With careful manipulation of the scope, the clip was eventually released and successfully positioned in the correct location. There were no patient complications reported as a result of this event.